Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the axium prime coil could not be detached. The patient was undergoing treatment for an unruptured aneurysm. The patient's blood flow was normal, and the vessel tortuosity was moderate. It was reported that when the coil reached the lesion, the doctor tried to detach the coil but it didn't detach. The doctor had tried to detach with the instant detacher approximately 10 times. A second instant detacher was used the same amount of times. Manual detachment was attempted with the hypotube approximately 10 times, but the coil still could not be detached. There were no issues with the instant detacher. The patient did not experience any injury or complications. The devices were prepared according to the instructions for use (IFU).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated there were no issues encountered prior to the coil non-detachment. It was unknown if there was any damage to the pushwire observed after removal, and the lot number of the instant detacher was unknown.

Manufacturer narrative:
Analysis of the axium prime coil (lot no. B072696) found that the pusher was wrapped up and tied into a knot by the customer prior to return shipping. The actuator interface was found to be securely attached to the coupler tube. There were no evidence of detachment attempts using an instant detacher at this location. The break indicator was found intact. There were no evidence of manual detachment attempts at this location. The coin was found present and still against the lumen stop. The implant coil was found still attached to the pusher but stretched with the polypropylene filament intact. The implant coil failed in-house detachment attempts using both an instant detacher and by breaking the break indicator and retracting the release wire. The pusher was broken distal to the knot and the release wire was retracted, detaching the implant coil with no further issues. No other damages or anomalies were found with the returned device. Based on the customer report and device analysis, the customer report of "non-detachment" was confirmed. The damages found on the pusher from the knotting likely contributed towards the non-detachment as no detachment issues were observed when the release wire was retracted from distal to the knot. It is unclear what damages were on the pusher during the procedure. The implant coil was found stretched. Possible causes include, but not limited to, lack of hydration before procedure, continuous flush not performed during procedure (or insufficient continuous flush), tortuous anatomy, coil is not retracted in a one-to-one motion with the implant pusher during repositioning, pushwire rotation, user advances/retracts the coil against resistance or incompatible catheter. The instant detacher used in the event was not returned. Therefore, any contribution of the instant detacher towards the non-detachment and conformance to specification could not be assessed. Customer reported multiple detachment attempts by instant detacher and by breaking the hypotube, however, no evidence of this was found. Method code updated to b01. Result code updated to (B)(4). Conclusion code updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.